Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a progression of weakness in the right leg and it was causing pain in his right abdomen. When the patient tries to lift his right leg, it is painful, and he is at the point where he can't really lift it at all. Patient had been on program 3 at 1.6 volts for a very long time, and a family member wanted to know if the weakness and pain could be related to the stimulator. It was reviewed that the patient could try to turn the therapy down or off to see if that affects the weakness and pain, but this should be discussed with hcp (healthcare professional).the symptoms had a gradual onset for the past 2-3 weeks. No further complications were reported or are anticipated.